Event description:
It was reported that the legacy 5.5 tap broke during pedicle preparation for a case. Another tap was used to complete the case and although the tap was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4). A review of all documents included in the DHR for this lot did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(4) 2011, which did not contribute any additional information to this investigation. No further action is required at this time. Product analysis visually confirmed the instrument is broken at the base of the radius near the 70mm mark. Visible bow noted on shaft tap, consistent with bend stress overload. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.